Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed replace battery now alert. The customer's blood glucose level was 202 mg/dl. The customer received replace battery now alert in less than 10 hours from low battery alert. The customer also reported a crack on the battery compartment. The alert occurred for the second time. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with cracked keypad overlay at select button and damaged serial number label.